Event description:
The customer reported that the system had an intermittent loss of live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was adjusted to manual mode during the service call. The system was tested and found to be working as intended and put back into service.